Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. D8: inadvertently selected "no", needs to remain in blank. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be an impact of the scope because it was reported that the issue was in the scope. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during preparation of use for an esophagogastroduodenoscopy.

Manufacturer narrative:
The olympus representative reported that the scope was plugged into a second tower to determine if it was a scope or tower issue; conclusion was scope issue because the towers all worked with other scopes and this scope didn't work with multiple towers. The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The olympus sales representative reported (on behalf of the customer) that b30 (scope communication errors) occurred on the evis exera iii video system center. The issue was found during preparation for use and completed using a similar device. There were no reports of patient harm.